Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer incorporated procedures per service bulletin 86600200 which changes the o2 testing procedures. When set at 100%, it read 90%, which was verified with a second analyzer. The customer later reported replacing the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the device failed oxygen mix accuracy testing. There was no patient involvement.